Event description:
The clinician reports, the implant was inserted (B)(6) 2023 in ada 10. Details of surgery: immediate extraction site. On (B)(6) 2023, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event, the patient experienced: pain, mobility, bleeding and inflammation. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored, due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements, during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 10. Details of surgery: immediate extraction site. On (B)(6) 2023, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility, bleeding and inflammation. No further patient complications were reported.